Event description:
During shockwave lithotripsy, md attempted with a 3.0 mm and then a 3.5 mm shockwave balloon but suffered balloon ruptures.

Event description:
During shockwave lithotripsy, md attempted with a 3.0 mm and then a 3.5 mm shockwave balloon but suffered balloon ruptures.